Manufacturer narrative:
Device evaluation summary: a service engineer (se) inspected the device and replaced the air and oxygen proportional solenoid (psol) valves to resolve the issue. During evaluation, the se found the unit to not pass exhalation valve calibration so the exhalation valve was replaced. In addition, the unit did not pass the extended self-test (est). The inspiratory and exhalation flow sensors were replaced. The unit passed testing and operated within the manufacturing specifications. If the replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during routine service and repair, the 840 ventilator was inoperative; the unit was noted to be blocked. The ventilator was not in use on a patient at the time of the event. During evaluation, the service engineer (se) inspected the device and found that the unit presented an air proportional solenoid (psol) stuck open error which may lead to a loss of ventilation.